Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was cracked at the connection point when it was trying to be pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was cracked at the connection point when it was trying to be pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product lot was not provided, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The connector collar had been dislocated from its original position and was not returned. The plastic portion that connects the cable housing of the connector collar had been sheared off. Connection for an electrical evaluation was not possible; the device was unable to securely connect to the extension cable. Based on the condition of the device as found, the reported failure "break;cord" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was cracked at the connection point when it was trying to be pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.